Event description:
Caller states a (B)(6) patient tested 8.9 mmol/l on the performa system while a comparison lab returned as 4.9 mmol/l. Venous blood was collected for both the meter and lab tests. No actions were taken based on the device result. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.